Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case report from brazil was reported by a physician, who is also the pt, via the call center, to our local affiliate (B)(4). This case involves a female pt who received poly-l-lactic acid (sculptra) application about 1 and a half years ago. The application was performed by a friend of hers and after injecting 1 and a half flasks she started presenting with granulomas (not visible, but palpable), and pain on injection site. Both events are ongoing. The pt reports that she has spoken to a lot of professionals, and relates the events to an incorrect injection (nos). No info was provided concerning treatment. No further info is available.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: local ptc number (B)(4). Addendum for follow-up info received on 08/04/2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.